Event description:
The reporter stated that they have seen 30mmhg differences between the cuff and aline. The aline reads lower sometimes and higher sometimes. They think they may possibly have given drugs to a patient in error. No injury or further treatment.